Event description:
It was reported that the pump was overheating on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.